Manufacturer narrative:
Device was received with the serial number label fading. Device passed the displacement test, rewind test, prime test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement, self test and displacement accuracy test. No unexpected suspend alarms or missing segments or partial display noted during testing.

Event description:
Incident date has been changed to (B)(4), 2018.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 153 mg/dl and the sensor glucose was 40 mg/dl at the time of the incident. The customer stated that insulin delivery was suspended due to sg values and sg value that triggered the suspend event was 74 mg/dl and threshold/low suspend limit in sensor settings was 70 mg/dl. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. Customer also reported that it was hard to read the level of the back side of insulin pump. The sensor will be returned for analysis.